Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and was unable/unwilling to verify whether the pump has been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once ervaluation is complete a supplemental will be submitted.. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were intermittently unresponsive and required increased force to elicit a response. During investigation, evidence of contamination was found under all key contacts.